Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported the patient never had therapeutic effect. The reporter stated their therapy did not seem to be working that well and the pain relief was not working that well. This had been happening since implant. It was noted the patient stated it was ¿extremely difficult¿ to charge the implantable neurostimulator since the implant surgery. It was further noted the patient did not use it much because the ins was hard to charge. They had to hold it in position to recharge for 6-8 hours. The patient had an appointment with their health care professional on (B)(6) 2014 and they had told the patient to make a reprogramming appointment. Additional information received from a consumer regarding the patient on (B)(6) 2014. It was reported that the patient received assistance from the health care professional or a manufacturer representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6) 2014. Additional information received from a manufacturer representative regarding the patient on (B)(6) 2014. It was reported that the patient was not placing the paddle of the recharger over the correct location. The manufacturer representative instructed the patient how to do this at their appointment. It was noted the patient was sent round stickers to help them recharge. It was further noted the manufacturer representative did not know if the patient¿s therapy was not effective. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient had the entire system removed in (B)(6) 2018 because there was a pressure wound that could not be operated on and closed up with the spinal cord stimulation system in place. The patient also has scoliosis which was putting pressure on her skin. They would not do the surgery until the spinal cord stimulation system was removed. During the system removal, an infection was discovered. The patient was on an IV for 4 weeks. It is unknown what caused the infection. The patient had not used the implantable neurostimulator in a couple of years as it did not help her that much, and it would take too long to charge the implantable neurostimulator. The patient stopped using the implantable neurostimulator about one year after the implantable neurostimulator was implanted and just let the implantable neurostimulator go dead. There were no further complications reported or anticipated.